Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. The service engineer replaced the control printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to the customer and cleared for clinical use after passed tests per factory specifications. No part was returned for investigation. The evaluation of received device logs confirms the generation of technical error codes indicating disabled valves, ventilation error and communication error once on (B)(6) 2021, which will be used as the date of event, and a stop of ventilation. A pre-use check passed six days before the event. Previous investigations of similar events have shown that the emmc memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent the event are planned to be implemented in an upcoming software release.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves . The patient involvement is unknown. Manufacturer's ref#: (B)(4).